Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed, the customer was contacted repeatedly for more info with no response. Based on no record or tracing of the feeding tube placement, no reported lot number, no product number and no returned sample, no definitive conclusion can be drawn.

Event description:
Event description: a pt was undergoing an insertion of a corflo feeding tube using the cortrak enteral feeding system. According to the customer, the cortrak was used in the anonymous mode without the printer. A lung placement occurred resulting in a pneumothorax as confirmed by x-ray 2 hours after placement. The customer was contacted repeatedly for more info with no response.